Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with the sensors. Customer had several errors including a sensor error alert. Customer's blood glucose was 18 mmol/l. Customer stated that they do not need to test the pump for high blood glucose issues. Customer stated that when the sensor was removed, it was found that the sensor had retracted. Customer mentioned that their initial sensor had a sensor glucose value of 2.8 and a blood glucose level of 18 mmol/l. Customer was concerned about the probe being left in the skin. Customer was explained that it was likely a sensor retraction. Customer was advised to monitor the site and sent a letter of analysis per troubleshooting guide for a sensor cannula break.